Event description:
Additional information was received. This issue occurred intra-operatively during a functional endoscopic sinus surgery (fess) procedure and did not cause a delay in the procedure. No known impact to patient outcome.

Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the equipment. In summary, a system checkout was performed, and the system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Additional information received is noted in section b5 and section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, serial/lot #: 2.1.0. (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the surgeon was having difficulty registering the patient. After the surgeon completed registration, the points jumped upside down. The registration accurately was 1.4mm, but the points on the nose flipped upside down onto the forehead. The site stated that the exam was missing the bottom of the chin and "looked bad." Technical services (ts) asked if it another exam was available, but all of the other exams "looked even worse." The surgeon did not wish to delay the case further, so use of the system was abandoned. It was unknown if there was any impact to the patient or delay.